Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked within the overpouch. The issue was noticed during storage at the hospital. The device was filled with ropivacaine 0.2% having a total volume of 240ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: e1: initial reporter postal code: (B)(6). H11: the device was received for evaluation. Visual inspection of the returned sample showed fluid inside a bag that contained the unit which suggested a leak. Further inspection revealed the cause of the leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage had extra solvent present which caused melting of the tubing, which likely decreased the integrity of the tubing. The reported condition was verified. The cause of the broken tubing was related to solvent application manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.